Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval is not complete. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.